Manufacturer narrative:
A customer from the (B)(6) had notified biomérieux of misidentifications for four isolates that were obtained by vitek® ms: vitek® ms initial result: staphylococcus aureus, plesiomonas, candida boidinii, nocardia repeat vitek® ms results and expected identification: s. Epidermidis, s. Agalactiae, c. Krusei, unknown. An internal biomérieux investigation was performed. The isolates were not submitted for evaluation because the customer obtained the expected identifications after a new fine tuning. Summary of data provided and analyzed: 32 ecal mzml files from (B)(6) 2017. 8 sample files analyzed from (B)(6) 2017 to (B)(6) 2017. Files represent the initial and repeat testing of the isolates. Investigation conclusion: conclusion on the system: system may not have been fully operational at the time of the misidentification. Conclusion on the identification: after new fine tuning and new spots preparation, the expected identification was obtained with vitek® ms (staphylococcus epidermidis, streptococcus agalactiae and staphylococcus capitis). For candida krusei, the customer did not test it again after new fine tuning, so it is not possible to conclude for this sample. Suspected root cause of the issue: system not fully operational (the "all peaks number" and the "good peaks number" were at the limit of the fine tuning check acceptance criteria). Non-optimal spot preparation.

Event description:
A customer from the (B)(6) reported to biomérieux misidentifications for four isolates that were obtained by vitek® ms. The test results were: sample 1: initial - staphylococcus aureus (99%); morphology did not match. Retest - staphylococcus epidermidis (99.9%); correct ID sample 2 : initial - plesiomonas (99.9%); morphology of a hemolytic streptococcus. Retest - staphylococcus agalactiae (99.9%). Sample 3 : initial - candida boidinii (99.9%); patient known for candida krusei; morphology is candida krusei type. Retest - candida krusei at (99.9%). Sample 4 : initial - nocardia africana/nova (50%/50%); morphology stands for a grapefruit cocci/staph. The customer did not provide information to determine if patient results or treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.